Manufacturer narrative:
The customer reported that the device was discarded, however, there are same lot samples returning for investigation. Plots: (B)(4).

Event description:
The event involved a leak of chemotherapy from the filter on the plum set. The medication involved was paclitaxol, and it was infusing at a rate of 301ml/hr for 40 minutes when the leak was noticed. The device was replaced and no further action was required. There was a delay in therapy and unprotected chemo exposure, however, no medical intervention was required.

Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no nonconformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.